Manufacturer narrative:
The guidewire was returned still in its farawave. A visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, and the coil and ribbon are welded at the distal weld. - the guidewire was returned stuck in the farawave device it was used with. It could not be removed from the farawave without further damage occurring to the guidewire and/or device. 5cm of the guidewire was exposed on the distal end, and 111cm was exposed on the proximal end of the guidewire. There was a long string-like material wrapped around the guidewire, which was protruding from the farawave device. - the guidewire was kinked approximately at 26.1cm and 32.0cm from the proximal end. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. The coils adjacent to the proximal weld were slightly overstretched. - no other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: kinked". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: [?]event[?]the device was unable to cross. [?]was there any appearance abnormality before use? [?]no [?]where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) [?]inside the guiding catheter [?]shaping[?]yes, the wire that was used together in set with the reported farawave in dbv2512007. It got stuck in the ripv, and wire operation is not possible. Infected: yes, infection name: hepatitis c diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes, tested prior to use: yes, used before expiry date: yes, generator used ablation[?]catheter used other used. Event date: 2025-12-22. As reported device codes: 1274: difficult to advance. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: [?]event[?]the device was unable to cross. [?]was there any appearance abnormality before use?[?]no [?]where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) [?]inside the guiding catheter [?]shaping[?]yes the wire that was used together in set with the reported farawave in (B)(6). It got stuck in the ripv, and wire operation is not possible. Infected: yes. Infection name: hepatitis c. Diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used ablation[?]catheter used other used event date: 2025-12-22. As reported device codes: 1274: difficult to advance as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
Awaiting device return. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.